Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and increased pacing lead impedance were observed. Lead was capped and replaced. Patient condition was stable post procedure.